Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, microscopic visual inspection of the lead barrels and inner seal rings identified evidence that the silicone seal rings within the lead barrel had bonded with the silicone seal rings of the ra lead. Past evidence has shown that the silicone surfaces of the lead and the pacemaker header can become partially bonded over time, thereby making lead removal difficult. This appears to be the cause of the observed difficulty removing the leads from the header of this device. All setscrews moved freely and operated normally.

Manufacturer narrative:
Following completion of laboratory analysis, this event will be further updated.

Event description:
Boston scientific received information that during the elective replacement of this device, which had been implanted over ten years, difficulty was encountered during setscrew retraction. The physician was able to ultimately release the setscrews with the aid of a bone drill and free the chronic leads without lead damage. The explanted device was returned. No resulting adverse patient effects were reported.